Event description:
The patient¿s mother reported, the child tested positive for pseudomonas in their trach tube; no medical intervention was reported; the child¿s current condition was not reported. It was additionally reported, the child experienced increased difficulty and [added] suctioning time due to the bulkiness of the plastic, which was described, ¿as hard as a candy wrapper¿ and made it very hard to suction the child who experienced ¿more¿ oxygen desaturation, due to not being able to quickly clear the airway of secretions. There was no reported medical intervention.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed the tearing on the sleeves started from the part-line of the sleeve (middle portion of the sleeve), near the cone adaptor. The reported event could be confirmed as reported; however, the root cause is undetermined. The device history record for lot 30212890 was reviewed and the product was produced according to product specifications. All information reasonably known as of 04 apr 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.